Event description:
It was reported that this right ventricular (rv) lead had an alerts over the past year for low out of range pacing impedances less than 200 ohms. It was noted that at implant four years ago the impedances measured 450 ohms. There were additional recent observations of increasing threshold up to 2.6v at 0.5ms, however there was no noise and the sensing was stable. The patient was not ventricular pacing dependent. The lead remains in-service at this time, and plans were to monitor. No adverse patient effects were reported. Additional information was received that this rv lead continues to exhibit low out-of-range pace impedance measurements. Additionally, oversensing of noise was observed. Technical services (ts) recommended further evaluation and testing to prevent inappropriate therapy. Shock impedance measurements were noted to be normal and stable. Furthermore, the patient reported that one of the leads of this system exhibited connection issues. No further information was provided regarding this allegation, however, it has been requested. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead had an alerts over the past year for low out of range pacing impedances less than 200 ohms. It was noted that at implant four years ago the impedances measured 450 ohms. There were additional recent observations of increasing threshold up to 2.6v at 0.5ms, however there was no noise and the sensing was stable. The patient was not ventricular pacing dependent. The lead remains in-service at this time, and plans were to monitor. No adverse patient effects were reported. Additional information was received that this rv lead continues to exhibit low out-of-range pace impedance measurements. Additionally, oversensing of noise was observed. Technical services (ts) recommended further evaluation and testing to prevent inappropriate therapy. Shock impedance measurements were noted to be normal and stable. Furthermore, the patient reported that this system exhibited connection issues. No adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
Corrected fields: b5 describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead had an alerts over the past year for low out of range pacing impedances less than 200 ohms. It was noted that at implant four years ago the impedances measured 450 ohms. There were additional recent observations of increasing threshold up to 2.6v at 0.5ms, however there was no noise and the sensing was stable. The patient was not ventricular pacing dependent. The lead remains in-service at this time, and plans were to monitor. No adverse patient effects were reported.